Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d4: (B)(4). Complaint sample was evaluated and the reported event was confirmed, as device was found to be damaged. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer (B)(4) will continue to monitor for trends. Will be returned.

Event description:
It was reported that the insert did not fit on the tibial plate during the surgery. They used another insert to complete the procedure.